Event description:
Philips received a complaint on the v60 ventilator indicating that the upper section of the touchscreen was not working. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that touch was not available on the upper section in the touchscreen diagnostic page. The customer state that the touchscreen was replaced 60 days ago, so the rse advised the customer to contact parts order with the purchase order (po) to get a warranty replacement. This investigation is ongoing.